Event description:
It was reported that an ilet pump experienced a screen failure in which the display would not power on, and remote restart via the ilet app was unsuccessful; charging did not restore function, no visible exterior damage was reported, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included device use history review and customer troubleshooting that encompassed charge attempts and restart attempts. Investigation of this case revealed a device malfunction consistent with a display or device electronics failure, with no evidence of patient harm. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the screen subsystem or related electronics, source undetermined.